Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that the patient's right femur was revised. A long gamma nail, lag screw, and distal locking screw were revised to a total hip construct. Reason for revision was due to patient's disease progression of arthritis. There are no allegations against any stryker devices. Rep reported that x-rays, medical records, and additional information will not be released by the hospital or surgeon.